Event description:
Boston scientific received information that during a recent ablation using electrocautery, the device's defibrillation detect circuit was truncating the pulse. Boston scientific technical services (ts) was consulted and discussed that the protective mechanism will truncate the pulse in presence of ablation, and this is usually transient. There is not a good programming option to get around this, but a temporary pacing wire may be used during the procedure. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.